Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller / (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 2018-03-31 UDI #: asku, device evaluation anticipated, but not yet begun, mfg date: 2017-03-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller had three unexpected power loss events. It was further reported that a second controller had an unexpected power loss. The controllers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two controllers were not returned for evaluation. Log file analysis of controller (B)(4) revealed two controller power up events on 22/jan/2019 at 06:41:04 and at 06:43:15; respectively. The data point prior to the first loss of power revealed that (B)(4) was connected to power port one with 23% relative state of charge (rsoc) and no power source was connected to power port two. The data point recorded after the first loss of power revealed that (B)(4) was connected to power port one and no power source was connected to power port two. The controller was without power for 1 minute and 2 seconds. The data point prior to the second loss of power revealed that (B)(4) was connected to power port one with 23% relative state of charge (rsoc) and no power source was connected to power port two. The data point recorded after the second loss of power revealed that (B)(4) was connected to power port one and no power source was connected to power port two. The controller was without power for 23 seconds. Log file analysis of controller (B)(4) revealed three (3) controller power up events on 10/jan/2019 at 00:23:30, on 20/jan/2019 at 10:00:25, and on 22/jan/2019 at 06:17:20; respectively. No anomalies were observed during the recorded controller power ups on 10/jan/2019 and 20/jan/2019. The data point prior to the loss of power on 22/jan/2019 revealed that a battery with low relative state of charge was connected to power port one and an adapter experienced a momentary disconnection while connected to power port two. The controller was without power for 11 seconds, 13 seconds, and 32 seconds; respectively. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.